Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance, high capture threshold and low sensing value. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, inadequate capture, and r-wave amp variation were not confirmed. A complete lead was returned for analysis. Electrical testing, visual inspection and x- ray examination of the lead was normal, with no anomalies found.